Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error. When she tried to clear the screen, the buttons were unresponsive. The patient did not recall any significant events that lead to the alarm. The customer was advised to discontinue use of the pump and to revert to a back up plan. The current blood glucose reading is 194 mg/dl. No further information was provided.